Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system (model# unknown serial# (B)(4)), smart ablate generator (model# m-4900-07 serial# (B)(4)), smart abate pump (model# m-4900-08 serial# (B)(4)), soundstar eco catheter (model# m-5723-15 serial# unknown). Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a decanav¿ electrophysiology catheter and suffered a heart block requiring temporary pacing. During the second transseptal puncture, the patient had a long sinus pause of approximately 10-20 seconds. Intracardiac pacing restored normal sinus rhythm in 20 seconds. Pacing continued for the remainder of the case. Patient outcome was improved after the case was completed. There is no information regarding extended hospitalization. The physician stated that the guide wire from the transseptal needle may have hit the sa node while crossing transseptal. It was noted that bwi products were in the body at the time of the sinus pause, but were not considered to be part of the issue.